Manufacturer narrative:
Manufacturing review: a lot history review was conducted and identified that a device history record (DHR) review was required. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose, and the two-way stop cock was not returned. The outer catheter was noted to be stretched 54 mm from the strain relief. There was a gap between the atraumatic tip and the distal end of the catheter of 2.5 mm. Dried blood was observed between the outer catheter and the stent graft. Bent struts were noted throughout the undeployed stent graft. Functional/performance evaluation: an attempt to deploy the stent graft was not successful due to the dried blood. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure based on the condition of the returned sample. In addition, the stent graft could not be released during functional testing. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a procedure the stent graft was unable to be deployed. The device was removed and another stent graft was used to complete the procedure. There was no patient injury reported.